Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the physician experienced difficulty placing the right ventricular (rv) lead due to patient anatomy. Due to the length of time the rv lead was in the body, the inner cavity of the lead became blocked, and the shaping wire could not be inserted. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.